Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 12.3 mmol/l. Customer advised the sensor did not want to calibrate and the sensor did not blink. Customer advised when they removed the sensor the cannula was stuck in their stomach. Customer was able to remove the cannula from their body. Customer was advised replacement sensors would be sent out and they agreed to return the defective box of sensors for analysis.